Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using four gore® excluder® aaa endoprostheses (aaa). The patient was in a state of shock so an occlusion balloon was inserted and the patient vital signs were slightly improved. When an aortic extender endoprosthesis was implanted proximally of the ipsilateral leg endoprosthesis, slight coverage of the renal artery was observed; however, there was no issue with the blood flow of the right renal artery. No treatment was performed for the slightly obstruction of the right renal artery. The evar procedure was concluded without any further reported issue. Then, a hematoma of the rupture site was removed. The patient died after the procedure (exact date is unknown). A cause of death is unknown.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.